Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, after the ablation of the right pulmonary vein, when retracting the guide-wire into the catheter, it did not retract into the catheter, and it became stuck. The catheter was removed from the patient and noticed that there was tissue entrapped on the tip. Once the tissue was removed from the tip, it was possible to reinsert the catheter into the patient. The procedure was completed without patient complications.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, after the ablation of the right pulmonary vein, when retracting the guide-wire into the catheter, it did not retract into the catheter, and it became stuck. The catheter was removed from the patient and noticed that there was tissue entrapped on the tip. Once the tissue was removed from the tip, it was possible to reinsert the catheter into the patient. The procedure was completed without patient complications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.